Manufacturer narrative:
Hearsine contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts during a cardiac arrest. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Heartsine performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. The device was found to issue the audio advisory prompts loudly and clearly, and accurately measure impedance throughout the specified range, even after the stress of elevated temperature. No fault was found on the device that could result in the device not issuing the audio advisory prompts or a continuity issue with the patient output cables. The pogo-pins, speaker and its cable were verified. The device delivered the full shock therapy sequence without fault using the returned pad-pak and the device recorded ECG data accurately without noise or other abnormalities. As the electrodes of the returned pad-pak remained sealed within the foil pouch and no details of the event are known other than the date it was reported, the regional complaint intake centre was advised to contact the customer to complete a customer event form and to confirm the pad-pak lot# used during the event and to return it for the investigation. No further information was received to date (see communication log). Information from the device memory indicates that the device had successfully detected in-range impedances on four occasions prior to the date of complaint it delivered a shock on the (B)(6) 2024. It also delivered a shock after the reported event on the (B)(6) 2025. This may suggest that regional complaint intake centre were testing the device. Given this and no fault with the device identified during the investigation, the investigation is therefore unable to confirm the reported fault. The device was archived by heartsine.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts during a cardiac arrest. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no report of patient harm associated with the reported event.